Manufacturer narrative:
(B)(6). The surgeon's partner stated the surgeon "had no good reason for the patient's death" - the surgeon wants to have an autopsy, but it is uncertain if that will happen. To be cautious, this death will be reported. At the present time, there is no reported malfunction with this device. (B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who underwent an anterior and posterior spinal fusion for tumor decompression on (B)(6) 2016 expired on (B)(6) 2016. Preoperatively, the patient was in end stage renal disease, and was on dialysis. The patient had myelopathic symptoms. Due to the presence of a tumor in c5-6 vertebral bodies and surrounding tissue, as spinal procedure was deemed necessary. Intra-operatively, the patient was hypotensive and received pressors and three units of blood. Anteriorly, a corpectomy and decompression was performed at c5-c6 due to the presence of the tumor. A synmesh cage and a cervical spine locking (cslp) plate were implanted at c4-c7. Posteriorly, a synapse 4.0mm rod system was implanted from c2-t2. Post-operatively, the patient was still intubated and remained intubated until death. The patient died at 11:00 am on (B)(6) 2016 in the hospital. According to a partner of the surgeon, "the patient became hypotensive just prior to death. They tried to revive the patient but were not successful." There is no allegation of device malfunction. Concomitant devices reported: chronos granules (part 710.019.99s, lot unknown, quantity 2); ti cervical spine locking plate 53mm (part 450.345, lot unknown, quantity 1); 4.5mm ti canc expansionhead screw 18mm (part 450.147, lot unknown, quantity 2); 4.5mm ti canc expansionhead screw 20mm (part 450.149, lot unknown, quantity 2); 1.8mm ti locking screw (part 497.78, lot unknown, quantity 4); 3.5mm ti cancellous polyaxial screw for 4.0mm rods(part 04.615.012, lot unknown, quantity 6); 3.5mm ti cancellous polyaxial screw 14mm for 4.0mm rods (part 04.615.014, lot unknown, quantity 0); 3.5mm ti cancellous polyaxial screw 20mm for 4.0mm rods (part 04.615.020, lot unknown, quantity 2); 3.5mm ti cancellous polyaxial screw 24mm for 4.0mm rods (part 04.615.024, lot unknown, quantity 1); 4.5mm ti cancellous polyaxial screw 24mm for 4.0mm rods (part 04.615.224, lot unknown, quantity 2); 4.5mm ti cancellous polyaxial screw 30mm for 4.0mm rods (part 04.615.230, lot unknown, quantity 2); ti locking screw (part 04.614.508, lot unknown, quantity 14); 3.5mm ti cancellous polyaxial screw 16mm for 4.0mm rods (part 04.615.016, lot unknown, quantity 1); 4.0mm ti rod 240mm (part 04.615.527, lot unknown, quantity 2). This is report 1 of 1 for (B)(4).